Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that did not require hospitalization. On an unreported date, the patient began remedial therapy with tazomac (4.5gm, twice daily, IV) and tobramycin (40mg, twice daily, ip). The cause of the peritonitis was unknown. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the event of peritonitis was resolving. The nurse did not provide an assessment of causality for the event of peritonitis.